Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed normal battery depletion.

Event description:
It was reported that the patient was hospitalized due to a hip fracture. There was no observation of pacemaker output and the patient presented with total atrioventricular (av) block. The physician was unable to interrogate the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).